Event description:
It was reported that approximately 10 years post-implantation, the patient underwent a right partial knee revision due to lateral progression. Attempts have been made and no further information has been provided.

Manufacturer narrative:
D10: cat#: 161469, lot#: 829030 oxf twin-peg cmntd fem md PMA. Cat#: 159576, lot#: 141160 oxf anat brg rt md size 4 PMA. Cat#: 154721, lot#: 320030 oxf uni tib tray sz b rm PMA.